Event description:
It was reported during a procedure, the surgeon was inserting the locking screw into the aculoc 2 plate, and the driver tip broke. The broken piece of the driver tip was not able to be removed from the patient and therefore remains implanted. No adverse patient consequences have been reported. This report is related to report number 3025141-2023-00053 for the driver involved in this event.

Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown. The device was not returned for evaluation. Based on the information received, the root cause could not be determined.